Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
D10: added related devices.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
It was reported that the patient had surgery and reported placing the ipg into surgery mode prior to the surgery. The rep was able to see the ipg on the cp, but the ipg was not turning green. The rep tried the 30/90 ble reset, but was still unable to connect. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.